Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the patient had high impedances on the leads. The physician suspected device malfunction with the splitters. The patient underwent a revision procedure wherein the leads and splitters were replaced. The patient was doing well postoperatively.